Event description:
The customer reported to olympus, during routine testing, the evis exera ii ultrasound gastrovideoscope tested positive for 48 colony forming units (cfus) of klebsiella oxytoca and 1 cfu of non-pathogenic bacterial flora. No information is provided regarding which channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is ongoing. The physical device evaluation has not been completed. Prior to the device evaluation, the device was sent out for additional cultural testing. The customer provided the cleaning, disinfection, and sterilization process stating no pre-cleaning detergent is used and the automated endoscopic reprocessor (aer) used is soluscope series 4. The air/water channel, auxiliary channel, balloon channel, and forceps elevator wire channel were aspirated and flushed with water. The aer detergent is cln and the aer disinfectant is paa. The manual detergent is ddn9 franklab and no manual disinfectant is used. The instrument/suction channel, suction cylinder, instrument channel port, balloon channel, and distal end were brushed using albyn medical manual brushes. The storage practice is placing the scopes horizontally, and olympus is the maintenance company. The cleaning, disinfection, and sterilization (cds) was performed by the customer. There was no patient infection. The hygiene microbiological investigation report indicated the channels of the scope were cultured and found less than 1 cfu of microorganisms. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Please also see updates to b3, b6, d8, h3, h4 and h6. The device was evaluated where no abnormalities were found that could have led to the positive culture. Defects were noted where the bending section rubber glue was separated and the connector had water leakage. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The instruction manual of gf-uct180 describes the reprocessing methods in the following chapters: chapter "compatible reprocessing methods and chemical agents" chapter "cleaning, disinfection, and sterilization procedures" olympus will continue to monitor field performance for this device.